Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint #(B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated that it was unable to update timing. The customer noted that the arterial line was good. The insertion was reported to be axillary, which is not the method described in the device instructions for use. The customer was made aware of the off-label use and troubleshooting began as it were a femoral insertion. It was discovered that the customer had the fiber optic cable disconnected. They were advised to re-connect it and attempt calibration. Once connected, the console immediately indicated that there was a fiber optic sensor failure, which is why it had been previously disconnected. The customer then disconnected again and attempted a long flush through the central lumen. This did not resolve the issue. Another arterial line was not available for an alternate source. It was also noted that the iab pressure waveform was very narrow, and the iab status bar only filled 3/4 up. The heartrate was high. They were advised to obtain a chest x-ray and another arterial line. There was no patient harm or adverse event reported.